Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: creases fold, wear abrasion, white particles in the shell, and a curved opening on anterior. Leak test and microscopic analysis were performed which identified a void >1 mm in non-textured valve-to shell-bond area, a sharp crease opening on anterior, and a smooth crease opening on anterior. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp crease opening on anterior assessed as fold flaw opening, and a smooth crease opening on anterior assessed as fold flaw opening.

Event description:
Additionally, healthcare professional reported "crease/folding of implant." Device has been explanted.